Event description:
It was also reported that the rv lead was suspected of fracture. Reprogramming was performed to unipolar configuration.

Event description:
It was reported that during a scheduled device change out procedure for normal battery depletion, a right ventricular [rv] lead warning was noted. It was also reported that the rv lead had exhibited t wave oversensing in the past. During the change out, the rv lead measurements were normal. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.